Event description:
It was reported that there were impedances greater than 10000 ohms. This was noticed on all electrode pairs with #10. It was noted that the estimated battery life from date of implant, which was on (B)(6) 2014 was 71 months. At the time of this report, it was noted to be 55 months. The 71 months was calculated with channel 1 at 1.1 volts and channel 2 at 0.4 volts with a rate of 35 pulses per second. The pulse width was noted to be 360 microseconds on channel 1 and 300 microseconds on channel 2. Channel 1 was noted to be bipolar with electrode 2 as positive and electrode 3 as negative. Stimulation was stated to be continuous and was used 24 hours a day with low impedance leads. These settings stated were what were used to calculate the battery longevity. It was noted that the patient was part of a study. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).